Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported, surgeon performed an ostosynthesis surgery in 2009 using the device involved. At about 5 months later, it was found that the nail was broken at the lag screw level. The pt was revised 10 days later.